Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports the catheter was inserted and distal balloon was inflated using approximately 3cc. When proximal balloon was inflated, it immediately released the contrast and would not inflate a total of about 2cc contract was injected.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.